Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular rate/sense channel. This noise was sensed by the device, and resulted in a brief period (2 beats) of pacing inhibition. No symptoms were reported. A guidant technical services (ts) consultant discussed that the morphology of the noise suggests myopotential oversensing as the underlying root cause for the issue. To date, there have been no reported patient symptoms associated with this clinical observation.